Event description:
Caller reported blood glucose results of 141 mg/dl and 339 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device fired two clips properly; however, the third clip was being fired proximally on the cystic duct when the clip would not release and the device became stuck on tissue. This device was cut from the tissue using laparoscopic scissors. The second device was fired on the first firing when the clip would not deploy and the device became stuck on tissue. The second device had to be cut from tissue using laparoscopic scissors. There was no blood loss. A competitor's device was used to complete the procedure. No adverse consequences reported. (B) (6).